Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of thrombosis is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. The investigation determined the reported physical resistance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a patient with new onset class 3 angina presented for diagnostic angiogram and possible percutaneous coronary intervention. The graftmaster 4.0 x 16 mm covered stent was used to treat a small focal perforation in the right coronary artery (rca) that was caused by a 4.0 x 15 non-abbott balloon. An initial attempt to advance the graftmaster using a right radial approach and a 6 french guide failed but was ultimately successful using a right femoral approach. The graftmaster covered stent was inflated to 18 atmospheres at 30 seconds and subsequent angiogram revealed the small perforation was sealed off. After deployment, however, there was evidence of thrombus in the area of the crux. The rca was re-wired with a non-abbott guide wire and balloon in the area of the thrombus and a 4 x 12 mm trek balloon was inflated 10 times at 16 atmospheres for 30 seconds each. Final angiogram revealed a good angiography result near stenting with normal timi 3 flow distally. The prior small perforation was completely sealed with no residual thrombus seen. No additional information was provided.